Event description:
A report was received from the study indicating that the patient had mildly elevated cardiac enzymes after the index procedure during which two (2) cypher select plus stents were implanted electively: a 2.5 x 18 mm in the proximal right coronary artery (rca) and a 3.0 x 23 mm in the mid rca. There were no procedural complications or product deviations reported. The patient was discharged three (3) days after the procedure. Sixteen days post index procedure; the patient had a non-q wave myocardial infarction (mi) and was hospitalized for pulmonary edema. It was reported that the mi was not target vessel related and was unrelated to any cordis product. Angiography revealed a 50% stenosis in the proximal rca stent with timi 3 flow and the mid rca stent was open. The lesion was not an in stent restenosis (isr) or a peri-stent restenosis and was not treated. Five days later a staged procedure was done to treat the proximal circumflex.

Manufacturer narrative:
The indication for the index procedure was previous a non-q wave myocardial infarction (greater than seven days prior) and a nuclear scan. The patient was found to have three (3) vessel disease and had two (2) lesions treated. A staged procedure was planned due to reimbursement. The patient was discharged three days after the procedure. Target lesion #1: the lesion was the mid rca. The lesion was reported to be: native coronary, a 90% stenosis, de novo, vessel diameter of 2.5mm, lesion length 18mm, irregular, readily accessible, eccentric, and type c. The lesion was pre-dilated with a 2.0 x 10mm balloon at 14 atm. A 2.5 x 18mm cypher select plus stent was implanted at 14 atm with satisfactory results. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Target lesion #2: the lesion was the proximal rca. The lesion was reported to be: native, de novo, irregular, readily accessible, eccentric, vessel diameter 3.0 mm, 23 mm in length, a 60% stenosis and type c. The lesion was pre-dilated with a 3.0 x 10mm balloon at 14 atm. A cypher select plus 3.0 x 23mm was implanted at 14 atm with satisfactory results. The stent was not post-dilated. A satisfactory result was not obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.